Event description:
It was reported that a pt underwent an antebrachium flap lengthening procedure on (B)(6) 2010 and suture was used to sew "real leather" discontinuously. Two days after the procedure, the surgeon found the suture was broken. Now the pt's wound has healed up.

Manufacturer narrative:
(B)(4). Result: two representative samples were returned for eval. They were visually and functionally examined for knot tensile strength and they met the requirements. Conclusion: the devices were received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of seven medwatches submitted for the same pt. See also medwatch 2210968-2010-01170, 2210968-2010-01171, 2210968-2010-01172, 2210968-2010-01173, 2210968-2010-01174, and 2210968-2010-01176.